Event description:
The manufacturer received information alleging airflow had stopped to be delivered. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported phenomenon was unable to be confirmed. It was confirmed that an error code which had generated unit rebooting had been recorded in the drpt, so the main board was replaced.